Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 600 mg/dl. The customer states that the needle got stuck in the serter. The customer was educated on the insertion technique of the sensor. The customer was sent a new sensor. No further information was provided.